Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during an attempt to interrogation the implantable cardiac monitor (icm) in packaging with a programmer prior to implant, an error message indicating a file was corrupt was seen. The cause of the issue was not known but a connectivity issue was suspected. The icm was not used. No patient was involved.

Manufacturer narrative:
Analysis was normal. No anomalies were found.